Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas in conjunction with a dexcom g7, with sensor and fingerstick values in the 60 mg/dl range and a lowest value of 58¿59 mg/dl; the user disconnected the pump, ingested oral carbohydrates (starburst), and subsequently returned to range after approximately 40 minutes. Investigation of this case revealed that the device was functioning as designed with automated insulin suspension below threshold and that the hypoglycemia cause was unclear. No symptoms associated with hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event resolved with oral glucose and monitoring, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.